Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump themselves, and technical support decided to replace the pump. The customer expressed interest in obtaining an out-of-warranty loaner pump. The customer will continue to use current pump for insulin therapy.